Event description:
New information received noted device was explanted and replaced on (B)(6) 2025. Patient condition was unknown.

Manufacturer narrative:
Further information was requested, but not yet available.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Patient condition was unknown. Further information was requested, but not yet available.

Manufacturer narrative:
Correction: h11: the reported event of premature discharge of battery was not confirmed. The device was at elective replacement indicator (eri) level upon receipt. Visual inspection of the header found no anomaly related to the field concern. Additional inspection observed cautery mark on the can consistent with false eri alert triggered in the field. Review of the device image indicates auto-capture was enabled. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing. Electrical and mechanical analysis performed indicated normal functionality. Further analysis including battery assessment at various pulse amplitude measured current level within normal range and no indication of premature depletion was detected. Longevity assessment was performed and the device exceeded projected longevity indicating normal battery depletion.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was above elective replacement indicator (eri) level upon receipt, reaching eri during the analysis. Visual inspection of the header found no anomaly related to the field concern. Review of the device image indicates auto-capture was enabled. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing. Electrical and mechanical analysis performed indicated normal functionality. Further analysis including battery assessment at various pulse amplitude measured current level within normal range and no indication of premature depletion was detected. Longevity assessment was performed and the device exceeded projected longevity indicating normal battery depletion.